Manufacturer narrative:
Investigation evaluation: as received, the complaint is confirmed. The device was returned with the clip attached, however, with handle manipulation the clip would not open. When attempting to assist the clip in opening by pulling lightly on the clip jaws, the clip detached from the deployment catheter. This indicated that clip was in a partially deployed state where the hook of the drive wire had begun or had already passed through the clip driver. Once this occurs, the driver legs are in the opened position and it is not possible to open the clip jaws once the device has reached this stage of deployment. The handle was manipulated and the drive wire moves in and out freely. Visual examination of the clip and deployment catheter distal end were conducted. There were no abnormalities observed that could have contributed to the difficulty in deployment experienced by the user. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Instruction for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instruction for use states if clip deployment device is used with an endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. During an attempt to deploy the clip, the device components are altered as the drive wire begins to pass through the clip driver. Once this occurs, the clip is in a partially deployed state and opening/reopening the clip jaws may not be possible. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following information was reported to cook on (B)(6) 2016: during an endoscopic procedure, the physician used a cook instinct endoscopic hemoclip. The clip would not detach from the applicator [catheter]. They were unable to close the clip [clip could not be closed on the tissue]. On 26 january 2016, the following additional information was received: they were unable to open the clip. On 29 january 2016, cook received clarifying information that stated the clip was on the tissue and release was not possible [unable to deploy clip and unable to reopen].